Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Concomitant medical products: other relevant device(s) are: the unique identifier was not available at the time of reporting. The manufacturer representative went to the site to test the imaging system. The reported issue was confirmed and the uninterruptible power supply (ups) battery was replaced. A system checkout was performed and the system was working as intended. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the uninterruptible power supply (ups) batteries on the mobile view station (mvs) were not lasting as long as normal. No patient was present at the time of the event.